Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-may-2026, UDI#: (B)(4). H10: analysis of the catheter found "catheter body-broken catheter related to users actions, kink observed and significant twisting that may have affected infusion". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 500mcg/ml at 100mcg/day via an implantable pump. It was reported that the pump inverted, and the catheter was twisted and occluded. A pocket and catheter revision were performed. After opening the pocket, the catheter was noted to be twisted into a braided knot. The healthcare provider noted the pump reservoir was full when the expected amount was 3 ml. The healthcare provider replaced the catheter. It was unknow if there were any environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.